Event description:
It was reported that during patient follow up, alerts were received for possible output circuit damage and aborted hv charges. Low hv impedance and unstable pacing lead impedance were found. Lead insulation damage suspected. The device was electively explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported possible output circuit damage and aborted hv charges were confirmed upon review of the programmer printouts. The device was tested on the bench and automated testing equipment. Analysis was normal and no anomaly was found. The causes of the impedance and output anomalies remain undetermined.